Event description:
The MFR received info from a third party service center alleging a ventilator would not power on. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the third party service center for eval and the customer's complaint was confirmed. The device's power supply was replaced to address the issue.